Manufacturer narrative:
One lighttrail 230um re-usable laser fiber was returned for evaluation. Visual analysis revealed that the exposed glass tip measured approximately 5.0 mm and appeared used. Additional examination under magnification revealed that a small amount of cladding is missing from the distal end of the tip. Functional analysis revealed that "applicator has been used zero times" message appeared on the console after attaching the fiber, this indicated that the console recognized the fiber and that the reusable fiber has not been used. The aiming beam was bright, clear and scattered with effective transmission of 89%. The condition of the returned device confirms the event that the cladding was coming off. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a lighttrail 230um reusable laser fiber was used during a lithotripsy for kidney stones procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a gyrus laser console with normal settings for stone. The re-usable fiber was tested once and had been used 3 times. According to the complainant, prior to the procedure the aiming beam had been checked and there was no visible damage noted to the fiber. During the procedure, the fiber was able to fire energy as normal. At the end of the procedure, when cleaning, the laser fiber was noted to have a split in the cladding in the upper third of the fiber. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name-starmedtec (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 12, 2017 that a lighttrail 230um reusable laser fiber was used during a lithotripsy for kidney stones procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a gyrus laser console with normal settings for stone. The re-usable fiber was tested once and had been used 3 times. According to the complainant, prior to the procedure the aiming beam had been checked and there was no visible damage noted to the fiber. During the procedure, the fiber was able to fire energy as normal. At the end of the procedure, when cleaning, the laser fiber was noted to have a split in the cladding in the upper third of the fiber. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.